Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Valve malposition and embolization are known potential complications associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. Paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the valve annulus, uneven distribution of calcium on the valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. In this case, per report the cause for the malposition and subsequent pvl was related to patient factors (circular calcium; ¿soft spot¿) and/or procedural factors (device manipulation).  There was no allegation or indication a product deficiency malfunction contributed to this adverse event.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral procedure with a 29mm sapien 3 valve in the mitral position, the valve was deployed too atrial resulting in paravalvular leak (pvl). A decision was made to place a second valve. The second valve was deployed more ventricular with good result. Per report, there was almost circular calcium (mac) and a ¿soft spot¿. The pvl was noted at the "soft spot".  A decision was made to place a 2nd sapien valve more ventricular and would correct he pvl.